Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not yet returned.

Event description:
It was reported to vyaire medical that the ltv 2200 o2 blending percentage had failed at 90%.the result was 96.1% while the maximum specification is 95%. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm and duplicate the issue. The (unit under test) was functioning with no issues or faults. Move the unit to factory service. O2 blender to be replaced as a precautionary measure. Replace material as required, rework to current configuration, recalibrate, and retest per specifications and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.